Event description:
It was reported that the device was fractured. A direxion catheter infusion was selected for use. At the course of the procedure, it was noted that the device was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device was received mostly in the shipping hoop with a separate bag containing the hub of the device. The hoop was hydrated, and the catheter was removed. The separation occurred 60.8 mm from the hub. The break looked consistent with a bending and tensile force breaking. No other signs of damage were found on the device. Device analysis determined the condition of the returned device was consistent with the reported information of a break.

Event description:
It was reported that the device was fractured. A direxion catheter infusion was selected for use. At the course of the procedure, it was noted that the device was fractured. No patient complications were reported.